Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The door dingus was adjusted and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the door would not open or close and the rotor will not rotate when the door looks like it was closed. The representative was on site and able to verify that the dingus seemed to be misaligned.